Event description:
It was reported the patient developed an infection. The device was removed. In addition, the right atrial lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4): the lead was returned in segments, analyzed and the inner insulation was breached metal ion oxidization. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the inner insulation had cosmetic metal ion oxidization, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.